Event description:
The healthcare provider (hcp) reported the consumer came to the emergency room on (B)(6) 2016 with an elevated fever, white blood cell count, and was lethargic. It was noted the implantable neurostimulator (ins) was dead, but the physician wanted to do a lumbar puncture, and the consumer¿s husband (who was the power-of-attorney due to the consumer being on heavy medications) didn¿t want the device replaced. It was noted the last time the rep. Met with the consumer was in 2013, and hadn¿t heard anything about the incident, but were going to see if any other reps. Had. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.